Event description:
As reported by the edwards field clinical specialist, the transcatheter aortic valve replacement (tavr) procedure was uncomplicated until just before balloon aortic valvuloplasty (bav) when the patient's blood pressure was noted to be low. The anesthesiologist brought the patient's blood pressure back up to acceptable levels and bav was performed. The edwards bav catheter was exchanged for the retroflex3 delivery system. Prior to valve deployment, the patient's blood pressure was again noted to be low (80 mmhg systolic) and the anesthesiologist was having difficulty raising it. Tee was used to assess the left ventricle (lv) and a global pericardial effusion was noted. A pericardiocentesis was performed and approx. 400 ml of blood was removed from the pericardium. The patient's blood pressure stabilized and blood flow seemed to have stopped, so the sapien valve was deployed without incident. The sheath was withdrawn, protamine was given, and the surgeon began to close the cut-down. The anesthesiologist noted that the effusion was returning, so the clotted catheter was placed in the pericardium. Additional blood was withdrawn until the patient appeared to have hemostasis. The patient was transferred to the ICU intubated with the pericardial drain in place. Later that afternoon, the patient was brought back to the operating room where she had a sternotomy. A puncture was noted in the lv, which was closed. The patient was then returned to the intensive care unit and extubated the following morning. It was later reported that two weeks following the procedure the patient was noted to have been discharged home from the hospital in good condition. Additional investigation revealed the following: per report, guidewire position was not lost at any time during the tavr procedure, there was no resistance between delivery system and guidewire, and there is no allegation that the edwards bav catheter contributed to the perforation. There was moderate to severe left ventricular hypertrophy. Per the medical team the lv tear was thought to have been caused by the initial wire that was used to cross the aortic valve (0.035 straight soft tip wire) and was through the lv posterior free wall. It was approximately two centimeters in length.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device dysfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was thought to have been caused by the initial guidewire used to cross the native aortic valve, there was no allegation against any of the edwards devices used. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.